Event description:
During removing surgery, the surgeon tried to remove the u-blade using the u-connector. However, the surgeon was not able to assemble the u-connector to the end of the u-blade. Therefore, the surgeon forcibly turned u-connector, and assembled it to end of the u-blade. The u-blade broke when u-blade was pulled out with the hammer. Afterwards, the surgeon removed the broken u-blade from pt bone.

Manufacturer narrative:
Device will not be returned. Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report. Same pt event as MDR 9610622-2011-00107.